Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, there was a loss of pacing capture, and the valve embolized into the aorta, and left inside the ascending aorta. Upon removal of the devices with 'normal force', fluoroscopy showed the inner layer of the esheath peeled off during withdrawal. After removal of the esheath, moderate bleeding observed, due to interaction with the access site. The bleeding was managed by compression. A new esheath, and delivery system was inserted, and a new valve was successfully implanted.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The returned sheath was visually examined, and the following was observed: liner fully expanded as designed, distal tip opened as designed, liner fully circumferentially delaminated, approximately 3.5 inches from the tip, with liner bunching, c-marker band still attached to liner, kink on sheath shaft at 1.25 inches from distal end of strain relief, slight curvature noted on sheath and introducer shafts. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during complaint device evaluation. As reported 'the valve was left in the ascending aorta. Thus, changes of catheters and balloons had to be performed quickly. Yet, normal 'forces' and routine procedures were used. Although no relevant commander delivery system withdrawal difficulties were reported, at fluoroscopy, it was observed that the inner layer of the esheath peeled off during commander delivery system removal'. As per patient information, 'access vessel diameter 10.2mm, no relevant calcification, mild tortuosity.' Per evaluation of the returned device, the liner was fully circumferentially delaminated, approximately 3.5 inches from the tip, with liner bunching, suggesting that there may have been difficulty withdrawing the delivery system through the sheath. There was a kink on the sheath shaft at 1.25 inches from the distal end of the strain relief, suggesting excessive device manipulation may have been applied. Slight curvature was noted on the sheath and introducer shafts, suggesting presence of tortuosity in the access vessel; however, relevant imagery was not provided. Tortuosity can create suboptimal angles and lead to non coaxial alignment between the delivery system and sheath during withdrawal, which can cause the delivery system to catch onto the distal tip of the sheath. It is possible excessive device manipulation was used, leading to the reported liner delamination. Additionally, if the inflation balloon was not deflated fully before withdrawal, it can lead to a larger balloon profile, which can also lead the delivery system to catch onto the sheath tip and lead to the reported liner delamination. However, insufficient information was provided. As such, a definitive root cause is unable to be determined at this time. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of thv procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.